Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 1-2 seconds. The balloon was removed without any problem and procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city - (B)(6).